Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer bumped into something and the pump touchscreen cracked. There was no impact to the customer's blood glucose levels. It was indicated that manual injections would be used for diabetes management.